Manufacturer narrative:
Results: the handle was undamaged. The none cone funnel was measured using pin gauges and was found to be within specification. Conclusions: evaluation of the returned handle revealed a functional device. The nose cone funnel was measured and was found to be within specification. The handle was tested using a handle test fixture and performed within specification. The handle was then used to detach a demonstration smart coil without an issue. The reported complaint could not be confirmed. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00868.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, and non-penumbra guide sheath. During the procedure, the physician placed four coils in the target vessel using the microcatheter. The physician then advanced the next coil, a smart coil, to the vessel and attempted to detach it using the handle, but the handle failed to detach the smart coil; therefore, the handle was not used for the remainder of the procedure. The procedure was completed using the same smart coil and another handle. There was no report of an adverse effect to the patient.